Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The investigation determined the following possible causes of the reported problem: 1.) The glue peeled off due to user handling, such as rubbing strongly on the said part during transportation, storage, use, cleaning, etc. 2.) The glue deteriorated and peeled due to the age of the device and long term use. The following statement is contained in the instructions for use: "warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
The device was evaluated by olympus and it was determined the forceps cover glue was peeling, attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue).

Event description:
A user facility returned an olympus, gf-uct180 ultrasound gastrovideoscope to olympus for repair due to a reported issue of "failed leak test during reprocessing." Upon evaluation of the returned device, it was found that the forceps cover glue was peeling. There was no patient injury or harm, associated with the problem, reported to olympus.